Event description:
It was reported that the patient had an increase in seizures when she was first implanted with vns. It was noted that the patient has a history of drop seizures and they did not improve and she states the device was turned way down. At the low levels the patient was doing a little better seizure wise. The patient's following physician indicated that he does not have an assessment on the reported events. No additional or relevant information has been received to date.